Event description:
Rn concerned that the negative pressure system did not alarm appropriately in this patient situation. Per nursing documentation, there was 350cc of serosanguineous drainage in the canister. The tubing was expanded with clot in the tubing and the dressing had expanded with a large clot beneath and within the black foam. In addition, there was blood leaking out onto the floor from beneath the dressing. The machine did not alarm due to occlusion or loss of integrity of the dressing. The patient required transfusion of 2 units of prbc¿s and was transferred to the iscu for monitoring.

Manufacturer narrative:
Investigation in progress, results of investigation including device evaluation results (if received for assessment) will be provided in a supplement report.